Event description:
Patient reported ¿as I recently found out, my breast implants are affected by the recall¿, "unfortunately, I am now dealing with various complications, including swollen lymph nodes", "an elevated tumor marker" and "as well as chronic inflammation and severe pain in the affected area". Later patient reported "if I'm not mistaken, markers c 125 and ca 15 were there, but not sure. Furthermore, more lymph nodes were found in the breast and abdominal area. Everything else has already been ruled out. There are no other indications for why these values could be elevated." This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.